Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance,which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the battery handpiece device was dirty, oily, corroded and the device was clogged. It was further determined that the device failed pre-test for triggers, free moving, function of all modes and response of on/off trigger. It was noted in the service order that the device had no electric contact. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Correction: (B)(4). The manufacturing location was documented as unknown in the initial report. The location has been corrected to (B)(4). Contact office name/address has been updated accordingly to reflect the correct manufacturing facility. The device manufacture date was documented as unknown in the initial report. It has been corrected to april 19, 2012. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.